Event description:
Note: the date of the event is unknown. On april 08, 2008, it was reported to boston scientific corporation that a male patient had a wallflex eternal colonic stent placed in the sigmoid colon (for palliation of an obstruction) on march 03, 2008 as part of a clinical study. According to the complainant, "in 2008 during a follow up examination, the physician diagnosed a perforation above the prosthesis. The patient underwent surgery (peritoneal lavage and suture) to repair the perforation." The patient was discharged from the hospital the following month. At discharge, the patient's condition was reported as "good".

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the relationship between the device and the reported event is undetermined. A search of the complaint database revealed no additional complaints recorded for this lot.